Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The laa was an anterior chicken wing. A watchman access system (was) was positioned and a 21mm watchman laa closure device & delivery system (wds) were used. The was was placed within the laa with use of a pigtail catheter. The 21mm device was prepped and the pigtail catheter was removed. The wds was inserted into the was and advanced to the distal marker band. The physician snapped back left to right to connect the was to the wds. A puff of contrast showed that the wds was in the pericardium. The physician pulled the whole system back within the laa (confirmed with contrast) and deployed the 21mm watchman device. Initially, the transesophageal echocardiogram (tee) showed the device to be positioned well so a tug test was performed. During this time the patient was stable. The tee prior to access showed a small effusion. The device was assessed by echocardiogram and met release criteria and was released. The activated clotting time (act) was 340 and protamine was given. The whole system was pulled out of the body and the groin site was closed via two non-boston scientific devices. The patient was monitored on tee for 20 minutes. The effusion grew to about 1cm and the patient remained stable. A pericardiocentesis was performed and 210cc of blood was drained and the drain was sutured in place. The drain was left in overnight.